Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she was suddenly feeling stimulation down her legs and it made her toes curl. The caller was told it should not be like that. Troubleshooting was done with the patient. The patient was on p2 at 2.7 v. The program was changed to p3 at 1.5 v, and the caller felt stimulation in the bicycle seat region. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The cause of the sudden stimulation down the patient's legs was not provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.